Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed calcium results generated on the alinity c processing module for multiple samples. The following example data was provided: sample 1: initial result = 3.4 mg/dl, repeat = 9.8 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and noticed a lot of buildup on the cuvettes and manually cleaned them. However, a single definitive cause for the depressed result could not be determined. Return testing was not completed as returns were not available. An instrument service history review for (B)(6)revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6)was identified.

Event description:
The customer observed falsely depressed calcium results generated on the alinity c processing module for multiple samples. The following example data was provided: sample 1: initial result = 3.4 mg/dl, repeat = 9.8 mg/dl no impact to patient management was reported.